Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported entanglement and subsequent cut down could not be conclusively determined.

Event description:
During an ablation procedure, the livewire catheter became entangled in the patient. A new access site through the jugular vein was created and a snare was used to disentangle the catheter. The device was replaced and the procedure was completed successfully.